Event description:
It was reported, the pump started to alarm around (B)(6), but the exact date was not known. The pump alarmed every 6 hours. The patient was supposed to go for a refill on the date of the report, but could not make it. The patient was scheduled for a refill on monday, but the doctor was thinking the medication was going to run out. The alarm was thought to be due to low reservoir. The system was being used to deliver baclofen. Additional information regarding the patient outcome and any diagnostics performed to determine the specific alarm has been requested. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).